Event description:
Admit dx: cataract extraction. While testing the phaco handpiece and foot pedal prior to starting the main phacoemulsification part of the cataract surgery, it was noted that the machine was not working in the phaco or aspiration mode. A different phaco foot pedal, handpiece and tubing was used. Still no phaco or aspiration mode. The machine was then changed out. Per the physician, the anesthesia was starting to wear off and the cornea started to become moderately hazy. The physician determined it was not prudent to continue as the edges of the cortex could not be seen well enough. Pt will have to have an add'l procedure done after the eye heals to have the cortex removed and to place an intraocular lens.